Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2011 and performed to specification up to the (B)(6) 2015. The device records manual power ups of ten minutes duration between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The green status led was observed to be constantly lit in time with the chest leds. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.